Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels from 15.3 - 18.5 mmol/l. Caller stated she bolused to lower her blood glucose level. Customer does not know cause of high readings. Caller alleges pump is not delivering insulin. No adverse event reported. Requested return of the alleged device for evaluation.